Event description:
One of our customers in (B)(6) reported that: the tip/jaw of the forceps broke during an arthroscopic knee surgery. The surgeon was unable to retrieve the tip arthroscopically. Therefore, an arthrotomy was performed to recover the piece. A later e-mail response from the contact in (B)(6) states that, "the patient has been able to take up work at 100% since (B)(6) 2012".

Manufacturer narrative:
A visual inspection found the tip of the endoscopic grasper is broken. The exact manufacture date is unknown; however, the latest purchase date of this item by this customer was in 1996. Therefore, this device has been in use for 16 years, with no service history. This failure is considered normal wear and tear. The IFU states: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.